Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during a stone extraction with laser, a hiwire nitinol hydrophilic wire guide broke off in the patient. The physician may have hit the wire with the laser. The separated wire fragment was retrieved with a grasper. A section of the device did not remain inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects were reported due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection were conducted during the investigation. One used hw-035150 was returned for investigation in an opened pouch. The device length measured 145.3cm. One of the ends was torn and had a jagged appearance. No fluid was seen on the device or in the return packaging. The device was forwarded to the supplier for further investigation. The device presented melt damage to the distal 0.60cm of the polymer jacket material, exposing approximately 0.25cm of the metallic core wire at the shortened distal end. An indeterminate length of material distal of the melt damage was missing from the returned specimen. The distal end of the exposed metallic core wire presented melt damage as well. The customer supplied images presented melt damage to an indeterminate length of the polymer jacket material, exposing an unknown length of the metallic core wire at the shortened distal end. A review of the device history records by the supplier did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The supplier investigation concluded that the product met specification at the time of shipment. A document-based investigation evaluation was also performed by cook. No related non-conformances were recorded. Two additional complaints were recorded for this product lot for a similar failure mode, reported under manufacturer report #¿s 1820334-2020-02282 and 1820334-2021-00221. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was inspected by quality control and no notable gaps in production or processing controls were noted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device provide the following precautions: ¿-manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. - when using wire guide through a metal cannula /needle, use caution as damage may occur to outer coating. - when exchanging or withdrawing an instrument over the wire guide, secure and maintain the wire guide in place under fluoroscopy in order to avoid unexpected wire guide displacement. - these wire guides are not intended for tpca use.¿ based on the available information, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a stone extraction with laser, a hiwire nitinol hydrophilic wire guide broke off in the patient. The physician may have hit the wire with the laser. The separated wire fragment was retrieved with a grasper. A section of the device did not remain inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects were reported due to this occurrence.